Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, there were two pieces of what appeared to be the native aorta received with the valve. The larger piece measured approximately 4.7 cm. A piece of native tissue remained attached to the back of one commissure. The valve appeared distorted; oval shaped. The condition of the leaflets could not be determined due to cauterization, host tissue overgrowth, and possible vegetation. A cut through the host tissue adjacent to the non-coronary left commissure showed the free margins of both cusps which appeared stiff. The non-coronary left commissure appeared intact however host tissue overgrowth made it difficult to confirm. The condition of the other two commissures could not be determined due to host tissue overgrowth. Exposed tissue adjacent to the non-coronary and left cusps appeared to be a leaflet, however, the tissue appeared friable which may be evidence of vegetation. Remnants of pannus remained attached to the sewing ring on the inflow adjacent to all cusps. Thick off-white pannus encapsulated the entire outflow which includes the sewing ring, outflow rails, stent posts and commissures showing restricted leaflet movement. Pannus on the top of the non-coronary left stent post appeared to have been removed during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue conclusion: the impairment of leaflet mobility may have caused the regurgitation. In addition, exposed tissue adjacent to the non-coronary and left cusps appeared to be a leaflet however, the tissue appeared friable which may be evidence of vegetation. The DHR review of this product, there was no issue identified regarding manufacturing and sterilization that would have impacted this event. The occurrence of infection was greater than 12 months post implant. Based on the descriptive comments outlined from the journal literature, complaints related to infection which occurred greater than 12 months post implant were largely considered to be community acquired (refer to note therefore, it was unlikely that the reported infection originally came from the device and/or manufacturing valve process. Based on the analysis and received information, the regurgitation was due to pannus overgrowth. Pannus overgrowth is associated with surgical valve replacement due to patient interaction and/or healing response with the surgical valve. Pannus overgrowth has been an inherent risk of surgical valve replacement and is addressed in the current risk management file. Note (B)(6).

Manufacturer narrative:
The product has not been returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and one month following implant of this aortic bioprosthetic valve implanted in the pulmonary position in a pediatric patient, it was explanted and replaced due to central regurgitation, possibly secondary to possible infection and degradation of the valve. The regurgitation was first noted approximately one year post implant. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.